Event description:
A report was received that the patient was experiencing difficulty charging the ipg and remote control to ipg communication difficulty due to the ipg was implanted too deep. The patient underwent a pocket revision wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.